Event description:
Customer reported inform system blood glucose results of "400s" mg/dl and "200s" mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.